Event description:
Information was received indicating that after inserting a smiths medical tracheostomy pvc - portex tubes blue line classic into the patient, the customer noticed air was leaking from the cuff. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation results: one portex tracheostomy tube was returned for investigation in used condition. The returned sample was visually inspected at 12 to 16 inches and under normal conditions of illumination. No abnormalities were observed. The cuff of the returned sample was inflated using a syringe. The product was then immersed in water in order to look for any leaks. No bubbles were seen to come out from the cuff, pilot balloon or other components. The customer reported product problem (leaking) was not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.